Manufacturer narrative:
Com-(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and it was noted that the display screen was cracked. Voltage testing was performed and passed. A pairing test with (B)(6) device was performed and passed. The unit was also calibrated for two (2) hours. The global transmitter final functional test was performed and passed all relevant testing. The share data log was reviewed and loss of connection gaps were observed. The reported customer complaint was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.